Event description:
A helex septal occluder was being implanted to close an asd (atrial septal defect). The physician kinked the green catheter as it was being inserted into the sheath and deployed the device. The left side deployed correctly, however, during deployment of the right disc the device touched the av node and the patient developed right heart block. The device was not fully deployed and the physician continued to deploy the device. The physician attempted to retrieve the right side of the device when the mandrel became kinked. The device was released, pulled into the delivery catheter, and removed. A temporary pacemaker was inserted into the patient in 2007. On two days later, the temporary pacemaker was removed and the patient was released from the hospital. Based on the inspection of the returned implant, it is likely that the root cause of the repositioning difficulties was due to a distal mandrel kink caused during insertion of the device into the introducer sheath. If the mandrel is kinked behind the central eyelet of the device (after the left disc is constituted), retrieval of the right disc into the delivery catheter will be difficult. The proximal mandrel kink may have resulted due to excessive manipulation required to retrieve the device while the mandrel was kinked distally. The reported conduction problems were likely a result of the proximity of the defect to the av node, and were not caused uniquely by the helex device.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (Reserved for anatomic constraint).